Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and verified the reported malfunction. The fse disassembled the unit and replaced the fiber optic module, performed all functional checks per service manual. The fse also replaced broken shaft collar and pole mount bushing. The iabp passed all functional and safety tests per factory specifications, returned to customer and cleared for clinical use.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) generated an ¿a.p. Optical sensing module failure¿ alarm. It is unknown under which circumstances the event occurred. However, there was no patient involvement or adverse event reported.